Event description:
It has been reported that one bd plastipack¿ syringe has been found with a defective stopper before use. The following has been provided by the initial reporter: the syringe, before the use, was with a issue in the plunger.

Manufacturer narrative:
H.6. Investigation: it was not possible to analyze the batch history, check the quality notifications and keep records of potential occurrence related records because the batch number was not provided. The available images were analyzed and it was possible to observe the stopper with mounting failure. The probable cause for the incident is related to stopper mounting station failure. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd plastipack¿ syringe has been found with a defective stopper before use. The following has been provided by the initial reporter: the syringe, before the use, was with a issue in the plunger.